Event description:
It was reported that this right atrial (ra) lead was explanted due a non specific product performance issue. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 impact codes and device codes information received from the field indicated that given the patient occluded subclavian system, the ra lead was to be extracted to maintain access.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient anatomy. A new device was implanted. No additional patient effects were reported. Information received from the field indicated that given the patient occluded subclavian system, the ra lead was to be extracted to maintain access.

Manufacturer narrative:
Corrected fields:b5 describe event or problem h6 patient codesinformation received from the field indicated that given the patient occluded subclavian system, the ra lead was to be extracted to maintain access.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient anatomy. Information received from the field indicated that given the patient occluded subclavian system, the ra lead was to be extracted to maintain access. A new device was implanted. No additional patient effects were reported.